Event description:
It was reported that during a wedge resection procedure, the device locked on lung tissue and would not release/open. They were able to get it removed. It was not reported how it was removed. There was no tissue trauma reported. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned in good conditions and with an ecr60g partially fired 1/10. In addition, the cartridge deck and one piece sled were noted to be damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged and the staples there after can be malformed or partially formed. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.